Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer was reported via phone call that, the customer had low blood glucose of the 50 mg/dl and was treated by food and blood glucose went high to 350 mg/dl and was treated with the insulin pump. The customer declined troubleshooting for the high and low blood glucose. The device is not expected to be returned for analysis.